Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No photo or video was provided by the site for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot# k14220110-0667) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# sk4401 for a chest anastomosis esophagectomy transthoracic procedure. The alleged event occurred on the 7th use of the instrument. This complaint is classified as a reportable event due to the following conclusion: it was alleged that during a da vinci assisted surgical procedure, the black cable of the fenestrated bipolar forceps instrument was damaged. Cable damage of this type has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci assisted surgical procedure, the black cable of the fenestrated bipolar forceps instrument was noted to be damaged. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical (is) contacted the site and obtained additional information regarding this event: it has been confirmed that the instruments are always controlled prior to using and that no damage were noted at the start of the procedure. The conductor wire black insulation was observed damaged after the procedure during central processing. There was no sign of thermal damage. During the surgical procedure, there was no loss of cautery, no arcing was observed, and it was unknown if the instrument collided with other instruments or tools. No photographs or video of the procedure were provided for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.